Event description:
Information received on 07/06/2010 via maude event report (B) (4) stated the following: event date (B) (6)-2010. Report date: 25-may-2010 event report type: injury event outcome: required intervention reporter occupation: nurse device operator: health professional adverse event problem checked event description: volun (B) (6)-2010: during an operating room procedure, et tube was noted to be leaking. Extubation and reintubation occurred. Product appears to have a hole in the cuff inflator tubing which is light blue approx 5cm from the joint with the main tubing.

Manufacturer narrative:
The maude report did not release any reporter information and therefore, contact could not be made to follow up with the reporter. The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device. (B) (4)